Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Pt was injected on (B)(6) 2009 in the nlf's. Two months later, she developed swelling with pain on both nlf's. She was given doxycycline 100mg 2 per day for about a week, as well as a medrol dose pack. Now she is taking z-pak for 6 days. Her right nlf has opened and drained; but the left has not. There is nothing to culture as it drained spontaneously.